Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter alleged the needle from the multiclix lancet device protrudes outside the end of the cap and fell out of the drum. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.